Event description:
Respironcis and provider of equipment failed to respond in an appropriate manner to rptr's complaint of frequently feeling that they were suffocating and other problems. Injury, dermatitis, vision, labored breathing, respiratory distress with high fever and eventual hospitalization. Provider response initially was that rptr apparently did not keep their mouth closed during sleep. A chin strap was provided to tie mouth closed and when problem persisted, head movements altered mask fit. Eventually other masks were tried but problems not resolved. Rptr is legally blind. On first pages under warning, note was made of audible alarm and later a chart indicating beeps for various problems. When rptr questioned provider they were told that for home use only visual alerts were necessary. They were well aware that touch not sight was rptr's way of using controls and rptr had no way of reading display window. Respironics: after hosp stay rptr called as hosp therapist indicated that home device should also have audible alert. Rptr was told by respironics that it really was not necessary as one would open mouth and wake up before suffocation. Rptr stated that they often had night power outage and that provider had mouth tied shut. Again was told not to be concerned. Also that rptr could not expect a home device to be as efficient as a hosp device. Within the first few days had problems with headgear, mask, and humidifier. These include abrasions to side of head from improper fitting plastic headgear, dermatitis, swelling on right side of nose from mask fit, excessive water accumulating in mask etc. Provider replaced defective humidifier and tried other masks. However problems persisted. On suggestion of dermatologist and checking with respironics found that white headgear was available and so informed provider. This resolved in time the contact dermatitis problem, however the bridge of nose abrasion/open cut even with change of mask persisted requiring medication and dressing. (Finally healing during hospital stay.) Ill fitting masks put pressure on right side of face causing swelling and redness. Most of which disappeared after a few hrs on removal of mask. Pressure on inner corners of eyes, with air flow from right vent aggravating dryness. Eye medication was prescribed. Unusual odor. Another type mask was delivered, this too created pressure and cut deeper gash in bridge of nose. While in hosp physician said she had letter from provider saying they could not provide the care rptr needed. Provider told rptr that if this mask did not work out they had nothing more to offer. Rptr's head was too small, lower jaw deformed, and nose too large for face. In hosp the first night there was a problem with headgear and mask. They improvised a temporary resolution as they did not stock the type mask that they felt was appropriate. They also said that rptr head, face etc were not "deformed". Nose had a high bridge and this attributed to the abrasion and the cut on bridge, face pressure, etc from the various masks. Provider picked up the device.